Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure the fiber broke after 10 minutes of use and 98656 joules has been expended. There is no information regarding how the procedure was completed. Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
A visual inspection of the fiber indicates normal wear of the fiber tip. During functional analysis, the fiber was tested with hene laser fixture, and aim beam is present at fiber output window. Based on the device analysis, there is no breakage found along the length of the fiber, the reported complaint fiber broke could not be confirmed. The manufacturer has reviewed all the information and determined this event no longer meets the requirement of a reportable event for the device in question.